Manufacturer narrative:
Correction is being made to a previously submitted e1 - initial reporter establishment name field and the e1 address 1 field. E1 - initial reporter establishment name field has been updated to (B)(6). The e1 address field 1 has been updated to (B)(6).

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps channel port was shaved and adhesive on distal sheath had a chip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer reported event is a cause not established due to the reported failure not being confirmed by olympus. Additionally, the most probable cause of the additional findings are causes traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofiberscope work channel socket was very loose and it moves side to side and twists slightly. The issue occurred during maintenance of the device. There were no reports of patient involvement.